Event description:
It was reported that low r-waves and high threshold were observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).